Manufacturer narrative:
D3: address corrected. D9: device returned to manufacturer: 30-jan-2025. H3: one device was received for analysis. Service history review identified that the device had not been serviced in the past. The review of the event history log identified alarm "cassette not attached properly. The reported issue was duplicated. The root cause of the issue was a contaminated downstream occlusion (dso) sensor. The dso sensor was replaced to solve the issue.

Event description:
It was reported that the pump showed cassette not latched error. There was no patient involvement. The issue discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.